Event description:
It was reported that possibly this right atrial (ra) lead was dislodged. The healthcare professional (hcp) requested for assistance with interrogation and technical service (ts) noted ra sensing at 20 millivolts with ra electrogram (egm) following right ventricular (rv) sense. Ts then recommended to perform an x-ray. To date, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that dislodgement was confirmed by x-ray. This ra lead was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that possibly this right atrial (ra) lead was dislodged. The healthcare professional (hcp) requested for assistance with interrogation and technical service (ts) noted ra sensing at 20 millivolts with ra electrogram (egm) following right ventricular (rv) sense. Ts then recommended to perform an x-ray. To date, this ra lead remains in service. No adverse patient effects were reported.